Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that a dds recommended a patient cease treatment due to tmj issues. The patient has been referred to a tmj specialist to address her concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.